Event description:
An endopath ets-flex 45 stapling device with a white vascular load of staples was then used to come across the base of the funnel-shaped cecum where the appendix took offof note the appendiceal base had a width of at least 3 cm. It was wide-mouthed within normal. However when find that stapling device it caught in an only delay down approximately 1.5 cm of staples. It simply would not fire normally. As such an entirely new endopath ets flex 45 stapling device with a white load of staples was used to come across proximal to where the first staple line had been initiated, and that stapler was fired as well and hardly lay down any staples.